Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump, resulting in the pump shutting off. Additionally, it was reported that the pump battery was depleting quickly, resulting in the pump shutting off. The customer's blood glucose level was displayed as "high"; however a specific value was not provided. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.